Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer conducted re-image of 1.61 software and then applied hot fix in accordance with attached ka to prevent device from doing full back ups. The fse conducted data sync and verified login information work correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that blue screen with an error: "operating system cannot be loaded". The customer rebooted the device multiple time, but the issue was same, and the pop-up says: "require maintenance". The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.